Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the transmitter (66x4t) that was used with the complaint device was returned for evaluation on ((B)(4) 2015). A visual inspection was performed and found no defects. Functional testing was performed and there was no failure detected. The transmitter was determined to be operating within the required specifications without malfunction. Patient provided data for evaluation the data that was reviewed on (B)(4) 2015, the reported event of inaccurate readings was not confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. The patient did not report injury or medical intervention.